Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with a pd treatment. There was a filling slowly issue during fill 1 of 3. Fluid was discovered in the pump module area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event associated with the fluid leak. The patient stopped using the cycler and was able to do manual treatments until a new cycler arrived, which the patient has been using with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with a pd treatment. There was a filling slowly issue during fill 1 of 3. Fluid was discovered in the pump module area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient verified the fluid leak event. The patient said there was no harm, intervention or adverse event associated with the fluid leak. The patient stopped using the cycler and was able to do manual treatments until a new cycler arrived, which the patient has been using with no further issues. The cycler set is not available to return.